Event description:
It was reported that during implant, two different atrial leads were attempted but the vein was stenosed and obstructed. Additionally, one lead was reported to be severely kinked and the other lead helix would not retract. No atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the inner insulation was kinked/buckled, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the lead was returned stretched and the inner insulation was bucked which prevents the helix from extending/retracting.